Event description:
It was reported that: "during the change of the catheter mount and filter we heard a leak noise on the circuit. The catheter mount was leaking. The device was changed and there was no consequence for the patient". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the corrugated tubing was torn. At the manufacturing facility, 100% visual inspection and leak testing is conducted; therefore, any defects would be detected prior to release. The tube has to be soft and flexible in order to meet the user requirement. As the tube soft and flexible it is prone to be torn and create holes when it is over pulled or stretched. The instructions for use (IFU) mentions that this product must be stored in a cool and dry place protected from light and ozone. The IFU also mentions the product must not be used with flammable anesthetics and to check the system for leakages. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint that the device was leaking was confirmed. The corrugated tubing was found to be torn. It is most likely that the tear was caused from mishandling by the user.

Event description:
It was reported that: "during the change of the catheter mount and filter we heard a leak noise on the circuit. The catheter mount was leaking. The device was changed and there was no consequence for the patient". No patient harm or injury reported. Patient condition reported as "fine".